Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history review cannot be conducted since the lot number was not provided. No corrective actions can be implemented and the customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the deployment of the capio suture through the ssl and into the capio gate, the suture was cut and the bullet head of the suture was in the gate of the capio slim device. Both suture bullets were located inside the gate of the device, and a third capio slim was open to finish the procedure. The operation was completed and the patient was normal and stable.